Event description:
The following is a description of an event reported by a distributor in (B)(6): "our field service inspected this avea and started it. It started with ventilation mode " aprv/biphasic". He changed it to "volume control simv" and powered off the device and then restarted it. Again, it started with "aprv/biphasic". The device was returned to our lab and our engineer checked it. He confirmed the device repeated to show white display and ventilation display alternatively." The distributor determined that the user interface module was faulty. They requested for evaluation and repair service. The unit was on a pt at the time of the event, however there was no pt harm.

Manufacturer narrative:
(B)(4). The alleged faulty user interface module was received by carefusion on (B)(6) 2015, and routed to the service department for evaluation. The service department evaluated the device, but were unable to find any anomalies. The device was then routed to the failure analysis lab for investigation. The failure analysis lab evaluated the device and was able to duplicate the reported issue. They isolated the root cause to be a faulty control printed circuit board. The control printed circuit board was replaced, and tests were performed to assure that the device was operating according to manufacturer specifications before it was returned to the distributor.